Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Per customer, the device will not be returned. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that one of the lines on the abs-10062t, angel system aspiration kit was leaking during a bmac procedure. The rep confirmed that the blood leaked on the outside of the machine only, and did not come into contact with the patient or any surgical staff. A second abs-10062t (lot unknown) was opened and the procedure was completed successfully. The rep stated that the spilled blood was cleaned with alcohol wipes and proteolytic spray.